Manufacturer narrative:
D10 concomitants: (B)(6) 310-01-44 - equinoxe, humeral head short, 44mm (alpha). (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. (B)(6) 300-20-02 - equinox square torque define screw drive kit. (B)(6) 300-10-15 - equinoxe replicator plate 1.5mm o/s. (B)(6) 314-02-33 - uhmwpe post aug gleniod medium, right. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's right shoulder was revised approximately 8 years 8 months post initial operation. The implants were removed due to a rotator cuff tear. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h11. The revision reported was likely the result of rotator cuff deterioration and subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component. The reason for the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. The following sections were corrected: h6.